Event description:
The following was reported "a revision surgery was planned to be performed using the blueprint planning feature (case ID: (B)(6)). The implant removed was a stryker solar anatomic. I do not have information on when the primary surgery was conducted or product numbers. This revision was required due to cuff tear arthropathy. I do not have x-rays available. Left side."